Event description:
A surgeon reported the haptic of an intraocular lens (iol) stuck to the optic during implantation. When the haptic did not release on its own, the iol was explanted.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are no similar reports in this lot.